Manufacturer narrative:
The pacemaker was explanted approximately 8 years later for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device memory indicates the battery status was at elective replacement time (ert) on the date of explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific crm received information that this device battery longevity showed greater than five years remaining approximately four months ago. However recently with no programming or pacing percentage changes, the battery longevity showed less than two years remaining. Now, longevity shows five years remaining again. A clinician called technical services and discussed different scenarios for why this could happen. Possibly high outputs and battery measurements taken during various device functions, in which device would self correct the longevity within one week. However, technical services noted programming changes are typically the most common reason for this to occur. A memory download was performed and sent in to boston scientific crm for engineering analysis. Boston scientific crm engineering analysis performed indicated the device estimated longevity at programmed parameters is 8.8 years. The device has been implanted for 1.4 years, 16.3 months. With auto capture on the device could have been in retry for some reason and increased the ventricular amplitude at the time the clinician noted the time remaining at 2 years. Engineering explained the longevity remaining estimate on the programmer is a snapshot in time and can change due to programming changes, changes in pacing demand, lead impedances and ventricular amplitudes due to auto capture being on. Engineering concluded if a more exact analysis is required, printouts showing daily measurements, programmed parameters and battery longevity position would need to be obtained.